Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty cycler set and the patient event of unspecified infection with hospitalization and pd catheter removal. It is unknown if the reported fluid leak at the connection of the patient line and pd catheter caused or contributed to the patient¿s unspecified infection. However, with the removal of the patient¿s pd catheter, it is likely that is where the source of the infection originated. But the reported loose connection cannot be confirmed as the patient has not returned the product sample for manufacturer evaluation. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Based on the limited information, the liberty cycler set cannot be excluded as causing or contributing to the patient¿s hospitalization for unspecified infection with pd catheter removal and temporary transition to hemodialysis.

Event description:
It was reported that a peritoneal dialysis (pd) patient reporting being hospitalized after being diagnosed with an unspecified infection. It was additionally reported the patient underwent surgery for removal of a non fresenius catheter and was transitioned to hemodialysis for six weeks. It was reported the patient was hospitalized on (B)(6) 2022, and remained hospitalized through (B)(6) 2022. It is unknown if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient reporting being hospitalized after being diagnosed with an unspecified infection. It was additionally reported the patient underwent surgery for removal of a non fresenius catheter and was transitioned to hemodialysis for six weeks. It was reported the patient was hospitalized on (B)(6) 2022, and remained hospitalized through (B)(6) 2022. It is unknown if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Additional information: g.1 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.